Event description:
Customer reported encountering repeated prompts when priming the infusion set, indicating a concern about whether insulin was successfully being released. There was no additional information about the impact on the customer's blood glucose level. Customer chose not to pursue further follow-up with technical support, and no corrective actions were reported.